Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. There was no harm or injury reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. An issue related to the internal battery was observed. The device will be replaced as per the customer's request. Conclusions: the device was scrapped.